Event description:
It was reported that the video was blurry while using the blade. Other blades were used on the monitor but they were did not present the same issue. No patient injury was reported.

Manufacturer narrative:
Evaluation results pending analysis of the product.